Event description:
The facility reports two cna's were using the lift and sling to lift the resident from the geri-chair to the shower chair when one strap of the sling came loose. When the strap came loose and detached, the resident's head fell back and hit the geri-chair. The resident sustained a laceration to the skull that required two stitches. The lift was inspected and found to be in fair condition. There were scratches on the end of the legs, over the front castors, ad on numerous places on the lift. The mast makes a slight grinding noise and should be replaced. The hanger bar cap is missing. The lift was tested and functioned normally, though the worm gear is worn. The sling was found to be in poor condition. Two of the four clips were missing the inserts. The sling was stained, and all four clips were worn.